Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had severe tortuosity of innominate preventing successful delivery of impella. Pd-catheter-(twist, bent, kinked): the cause of the product damage was most likely patient condition related since the patient had severe tortuosity of innominate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was being placed via the axillary graft site to support the 66-year-old female patient admitted in with the indication of acute myocardial infarction and cardiogenic shock. Prior to the pump use the patient was known to be on a vent for respiratory needs, but other medical history was not shared. Despite all efforts the pump could not deliver to the left ventricle as it would not get past the innominate artery as resistance was met. The team attempted to troubleshoot with buddy wires, posterior pressure on the subclavian artery, and ventilation and extremity manipulation. The 5.5 was aborted and replaced by an impella cp. Listed within the instructions for use is the contraindication of severe arterial disease precluding placement of the impella. The delivery failure will be conservatively reported, however the exchange was performed with no consequence to the patient and support. Upon explant of the 5.5 pump the team did observe the pump to have kinked in the delivery attempts. The kink did not cause any harm or injury to the vasculature.